Manufacturer narrative:
(B)(4). Concomitant medical products: item# 00620205022 / item name shell porous with cluster holes 50 mm / lot #61315203. Item# 00631005032 / item name liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells / lot #61294026. The device will not be returned for analysis as remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00506.

Event description:
It was reported by legal patient underwent initial right tha. Patent was subsequently revised eleven (11) years later due to elevated metal ion levels, altr, pain, necrosis, in-vivo corrosion, and pseudocapsule. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0001822565-2020-02304.

Manufacturer narrative:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0001822565-2020-02304.